Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an ilet pump malfunction during infusion set and cartridge changes, characterized by an inability to achieve visible drops during fill tubing despite multiple restarts, multiple new supplies, adaptor changes, and up to 120 units pushed, consistent with an insulin delivery occlusion or blockage associated with the infusion set/connector pathway. Symptoms included no change in blood glucose. Outcomes included provision of a replacement ilet and instructions to revert to an alternative insulin therapy until receipt of the replacement. Investigation included guided troubleshooting, repeated setup attempts with new connectors and supplies, process restarts, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.